Manufacturer narrative:
Report date: 19aug2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If/when this information becomes available, a follow-up report will be submitted.

Event description:
The customer reported the ventilator displayed two diagnostic errors: blower temperature high and 3.3v supply failure. Customer is unable to confirm if the v60 was on a patient. Customer is not reporting any adverse outcome to patient care. The remote service engineer (rse) advised the customer diagnostic error 3.3 v supply failed indicates a possible defective power management board failure. The authorized service provider (asp) provided onsite support. The asp replaced the power management board and blower and the issue was resolved.

Manufacturer narrative:
Device and component codes added based on the previous report submitted. The ventilator was on a patient at the time of the issue. The patient was swapped to a different v60 ventilator to continue therapy. No patient harm was reported.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the failure investigation lab (fi). A visual inspection of the gds revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to duplicate the reported issue. The gds was tested, and the customer complaint cannot be verified. The returned gds passed all testing; no fault was found.